Event description:
It was reported that the device would not complete a boot cycle. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control recommended customer to replace the ic chip, designator u28. The customer replaced the ic chip and returned the removed one to physio for evaluation. Physio-control verified that the faulty chip would not allow the test device to complete a boot cycle.